Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a blister on the front right side that had opened and since healed over, leaving a pink scar. Patient has since ended use and returned the device. Patient's doctor was made aware but there is no indication that the doctor recommended the removal or anything else.